Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 01/25/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested, and the following was obtained: the described that it looked like the tip broke off please clarify if this is needle breakage during the procedure? What does it mean " the patient xrayed nad" please explain in more detail. They x-rayed the patient and nothing was showing up what was the size of the needle used? W9373 40mm needle was more than half the needle retained in the patient? No rest of needle disposed off was the needle piece(s) retrieved during the same procedure? Couldn¿t find small missing tip was there any additional tissue damage as a result of searching for the needle piece? Not reported what is current condition of the patient? No detriment reported is the lot number rgbbmlr0 yes and not rgbbmlro.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: (B)(6) 2021. C22- photo analysis. H3 photo analysis investigation summary: after visual inspection of the image received for evaluation. Two dispensed needles / sutures with product code w9373. The reported condition can be seen in the picture, a part of the needle separated from the needle body. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional complaint information is tracked for potential safety signals through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: event description reports: "half way using suture it was found that it looked smaller and possibly snapped "but attachment mentions: " the needle had been used but half way though being used it was found that it looked smaller (?snapped). " please clarify if this is needle breakage during the procedure? What does it mean " the patient xrayed nad" please explain in more detail what was the size of the needle used? Was more than half the needle retained in the patient? Was the needle piece(s) retrieved during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? Is the lot number rgbbmlr0 and not rgbbmlro. Device return status/follow up? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During use on the patient, half way through using suture it was found that the needle looked smaller and possibly snapped. All precautions were taken and the patient was xrayed. There were no patient consequences reported. Additional information was requested.